Event description:
While using the guide catheter a dissection occurred. The physician was using the guide catheter with a guide wire and advanced forward attempting to pass the chronic total occlusion of the right coronary artery and the movement of the guide catheter and the wire forward and back through the blockage a dissection of the aorta occurred. The pt was sent for surgical procedure to repair the dissection the next day.